Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, a malfunction alarm occurred. Tandem technical support was unable to troubleshoot the pump shut down due to the malfunction event. The customer's blood glucose level was 160 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. No failure was identified related to the alleged shutdown.